Event description:
Pt received aci reconstruction double bundle with tibialis anterior allograft using a calaxo screw on (B) (6) 2007. She experienced pain, tenderness and effusion. On (B) (6) 2009, a revision left double bundle acl reconstruction and scar excision was done.

Manufacturer narrative:
Product recall was initiated august 21, 2007. (B) (4).